Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotational speed was not displayed. A rotablator rotational atherectomy system was selected for use. It was noted that the display did not show rotational speed when the dynaglide mode was turned off. No patient complications were reported.